Event description:
It was reported that the left (lv) and right (rv) ventricular leads had high thresholds. The physician elected to add another lead to lower pacing outputs and conserve battery voltage on the patient's new device. The lv and rv leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.